Event description:
A generator was received for analysis for an unknown reason. Attempts were made for the reason for explant, however no information was received. Product analysis was completed for the generator and found that the generator performed according to functional specifications. Data from the generator was reviewed and noted low impedance. Product analysis was completed for the returned lead. Note that a comprehensive evaluation could not be completed as a large portion of the lead was not returned for analysis. Of the portion that was returned, no obvious anomalies were present and evidence suggests that the lead was properly connected to the generator and functioned as intended. No performance or any other type of adverse conditions were found. No additional, relevant information was received to date.